Event description:
The defibrillation lead was explanted 18 months after implantation because of oversensing. Upon re-intervention, the visual inspection of the lead reveals an insulation wear through.